Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00394. Follow-up identified the patient was hospitalized for 10 days. An MRI revealed an abscess in the thoracic region (t7), which was diagnosed as a staph infection. A PICC line was placed, and the patient was given a 6-week intra-venous antibiotics course.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00394. It was reported the patient experienced increased pain and migraines shortly after explant of the trial system. An emergency room visit determined the patient had a hematoma. The patient was re-admitted to the hospital on (B)(6) 2016 where the patient received a pain pump and antibiotics were administered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 3006705815-2016-00394. Follow-up identified the patient underwent an MRI which confirmed the patient's hematoma has resolved. Additionally, the patient's infection has cleared and the patient is no longer taking antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00394. Follow-up identified the patient's migraines have resolved. The patient continues to be on intra-venous antibiotics.